Event description:
It was reported that pre-op, the device was found to have a heating issue in less than one minute of using the device. The handpiece was used in forward mode and irrigation was used at 30cc. No patient involvement.

Manufacturer narrative:
H3: analysis of the device found that the alleged heating issue cannot be confirmed since a pre-repair temperature test could not be performed due to handpiece not being able to be connected to ipc. The handpiece was cosmetically not ok, the connector had a dent, the thumb wheel was jammed and the device failed hi-pot test fail. The motor cable assembly was found faulty and all corroded, rusted and damaged parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.